Event description:
It was reported that a physician's dell x5 handheld computer would not hold a charge and would freeze. MDR 1644487-2010-01912 captures the failure to hold a charge and this MDR captures the screen freeze event. The physician was sent a replacement handheld. Good faith attempts to obtain add'l info as well as the handheld in question for product analysis have been unsuccessful to date.